Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure there was an issue of no phacoemulsification power. This was a cataract grade 4. After a few seconds a burst of phacoemulsification power was heard. The surgeon noted this was a settings problem as the wrong tip had been selected. The staff did not notice the incorrect tip setting. The phaco machine appears to be working perfectly. The case was completed with no patient harm. This is the one of three reports being filed for this facility.

Manufacturer narrative:
The system was manufactured on june 12, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).